Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) classified a possible vt (ventricular tachycardia) episode as an svt (supra ventricular tachycardia) episode due to wavelet. The patient was symptomatic and was externally defibrillated. The ICD remains in use. No further patient complications have been reported as a result of this event.